Event description:
It was reported that pump displayed malfunction code and stopped working as expected, with no notable events occurring beforehand and no information provided about impact on customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer, with assistance from technical support, reset pump using provided instructions, confirmed malfunction did not recur after reset, and was advised continuing using pump and to call back if malfunction code appeared again.